Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support on 8/10/2024 and reported that a house fire occurred at the patient¿s home and that the patient's liberty select cycler was damaged. It was stated upon initial reporting that the damage to the cycler was caused by the house fire and that the fire was not a result of the patient¿s equipment. A replacement cycler was issued to the patient. An additional report was made by the patient¿s travelers insurance representative on behalf of the peritoneal dialysis (pd) patient on (B)(6) 2024 for an insurance claim stating that the fire department responded to the fire, and it was alleged that the liberty select cycler potentially caused the fire. The patient has received the issued replacement cycler. Additional follow up was conducted with the (B)(6) fire department fire marshall and fire report received. The fire report indicated that upon arrival at the single story home smoke was pushing from the eves. The area of origin was determined to be the northeast bedroom, and the cause was determined to be electrical. A fresenius field service manager went on site and met with the fire marshall and insurance agents to walk through the scene. The fire marshall stated that they were called onsite after the reported event and that the fire occurred in one room of the patient¿s home. Additionally, the fire marshall conducted an area of origin assessment for electrical sources and found the liberty select cycler plugged into a multiplug adapter. The fire marshall was unable to confirm the cause or determine if the event was related to the liberty select cycler, the multiplug adapter, or the liberty select cycler being plugged into a multiplug adapter versus into the wall directly as directed in the liberty select cycler¿s instructions for use (IFU). There was nothing else reported to be plugged into the multiplug adapter with the liberty select cycler; however, the wall outlet had another power strip plugged in as well. It was unable to be determined what might have been plugged into the other power strip. The liberty select cycler and the power strip it was plugged into were both melted. The plug from the cycler looked to still be in the power strip, however, the wires had separated from the plug and the cycler. The outlet that was being used was on a 15amp breaker (#18) in the box, which listed bedroom, bath, and hood on the panel, and the breaker was tripped. Further investigation regarding the reported event is ongoing.

Manufacturer narrative:
Plant investigation: the cycler was shipped to travelers insurance and a joint evidence examination was held at travelers laboratory in (B)(6). This investigation included representatives from fresenius medical care, travelers insurance, and uconn dialysis. The electrical outlet, a relocatable power tap that was plugged into the outlet, and the subject cycler were examined. A visual inspection of the cycler was performed and it was noted the cycler had irreparable damage. There was no evidence of electrical arcing on the power cord. The lack of electrical arcing indicated that the fire did not originate at the cycler. The switch was in the ¿off¿ position. The pivoting relocatable power tap (rpt) from the fire scene, was heavily fire damaged. There were items plugged into four out of the six receptacles in the rpt. The power tap was severed, and one portion of the power tap showed evidence of localized melting of copper wiring, indicating electrical arcing. No evidence of electrical arcing was found on any other item. As the cycler was connected to the rpt, both were powered by the same electrical circuit in the house. As there was electrical arcing at the rpt, and not on the cycler power cord, the fire did not originate at the cycler. The fact that the only location of electrical arcing observed was at the rpt indicates that the fire originated at or near the rpt. Based on the information available at this time, the following conclusions were reached: the cycler was not in use at the time of the fire, the fire did not originate at the cycler, and the cycler was not the cause of the fire. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record review confirmed the results of the in-progress and final quality control testing met all requirements.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support on 8/10/2024 and reported that a house fire occurred at the patient¿s home and that the patient's liberty select cycler was damaged. It was stated upon initial reporting that the damage to the cycler was caused by the house fire and that the fire was not a result of the patient¿s equipment. A replacement cycler was issued to the patient. An additional report was made by the patient¿s travelers insurance representative on behalf of the peritoneal dialysis (pd) patient on (B)(6) 2024 for an insurance claim stating that the fire department responded to the fire, and it was alleged that the liberty select cycler potentially caused the fire. The patient has received the issued replacement cycler. Additional follow up was conducted with the middleton CT, fire department fire marshall and fire report received. The fire report indicated that upon arrival at the single story home smoke was pushing from the eves. The area of origin was determined to be the northeast bedroom, and the cause was determined to be electrical. A fresenius field service manager went on site and met with the fire marshall and insurance agents to walk through the scene. The fire marshall stated that they were called onsite after the reported event and that the fire occurred in one room of the patient¿s home. Additionally, the fire marshall conducted an area of origin assessment for electrical sources and found the liberty select cycler plugged into a multiplug adapter. The fire marshall was unable to confirm the cause or determine if the event was related to the liberty select cycler, the multiplug adapter, or the liberty select cycler being plugged into a multiplug adapter versus into the wall directly as directed in the liberty select cycler¿s instructions for use (IFU). There was nothing else reported to be plugged into the multiplug adapter with the liberty select cycler; however, the wall outlet had another power strip plugged in as well. It was unable to be determined what might have been plugged into the other power strip. The liberty select cycler and the power strip it was plugged into were both melted. The plug from the cycler looked to still be in the power strip, however, the wires had separated from the plug and the cycler. The outlet that was being used was on a 15amp breaker (#18) in the box, which listed bedroom, bath, and hood on the panel, and the breaker was tripped. Further investigation regarding the reported event is ongoing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.